Manufacturer narrative:
This event is related to the new enrollment post approval registry for the shockwave ivl system with shockwave c2 coronary ivl catheter . Therefore, the facility where the event occurred, or the operating physician information is not available. It is not possible for shockwave to make three attempts of due diligence to follow up and gather information. The ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This MDR is being filed in an abundance of caution and for trending purposes. The lot number of the device was not provided. Therefore, a review of the device manufacturing and test documentation could not be completed. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This event is related to the new enrollment post approval registry for the shockwave ivl system with shockwave c2 coronary ivl catheter. The subject was reported to have access site bleeding. The device relationship to the adverse event is unknown. This event is being filed in the abundance of caution.